Event description:
Occusystem 2e machine utilized in operating room #5 on total of seven pts undergoing cataract surgery. Two pts (274619994 and 274588594) developed inflamation of surgical site requiring additional surgery on 8/16/94. The other pt was treated with topical medications for inflamations.